Event description:
It was reported that the patient had tenderness at the implantable pulse generator (ipg) site. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.